Event description:
It was reported that "modul'ics high thoracic-intermediate part small size" (cat#685710f) and small base were put together and set lowest height. "Modul'ics high thoracic-intermediate part small size" (cat#685710f) could be inserted smoothly (without problems). Then they were locked and could not be changed the height during extending the height. The height (when they could not be changed the height) was proper height in the procedure, so they were implanted. The problem is that the "modul'ics high thoracic-intermediate part small...

Manufacturer narrative:
Device was implanted in pt and not explanted. It will not be returned to stryker at this time. Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.